Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms which triggered a lead safety switch (lss) on the associated pacemaker device. As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. Boston scientific technical services (ts) indicated that the ra lead appears to be broken. There was also myopotential noise observed on the ra lead while in the unipolar configuration which was oversensed resulting in inappropriate atrial tachy response (atr) episodes. In response, the pacemaker device was reprogrammed to a ventricular-only pace and sense mode, the minute ventilation (mv) sensor was programmed back on and the signal artifact monitor (sam) feature was programmed to the right ventricular (rv) vector. The lead remains in-service. No patient symptoms or adverse patient effects were reported.